Manufacturer narrative:
¿Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the emergency room (ER) diagnosis did not point to pump/therapy as the reason why the patient was suffering from severe pain, generalized weakness and hypokalemia. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was spinal pain and other chronic intractable pain of the trunk/limbs. It was reported that the patient was in severe pain and needed help because the pump was not working. No further complications have been reported as a result of this event.